Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the patient experienced discomfort. The device was removed and replaced with a new ipp system. The device issue causing discomfort was not provided. No information was provided regarding the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.